Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, the pyxis stopped communication. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
Additional information: section h imdrf annex codes. Correction: section b & d describe event or problem, medical device brand name, medical device catalog, unique identifier (UDI), medical device serial, medical device model & concomitant med prod data. D4 & h4: serial number, unique device identifier (UDI) and manufacturer date not available. Upon investigation of the incident, it was determined that the station was failed to communicate. A technical support specialist confirmed with the customer that the hospital information technology team troubleshot the issue and no further issues were reported. The system functioned as intended after the customer resolved the issue.

Event description:
It was reported by the customer that when using the bd pyxis¿ es server, the pyxis stopped communication. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.